Manufacturer narrative:
(B)(6). The actual device was returned for evaluation with an unspecified defect. Reliability engineering evaluated the device and observed that the control unit was not functioning. Therefore, the reported condition was confirmed. It was further reported that the machine did not switch off and the control was defective. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the battery oscillator drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the control unit was not functioning. It was further reported that the machine did not switch off and the control was defective. It was not reported if there any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.